Event description:
It was reported the programmer was freezing up and that it needed to be powered up several times to work. The programmer was returned for repair. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, the programmer functions as expected. It was also noted that foreign material was found on the power supply. (B)(4): analysis found that the cable needed to be moved so the device would interrogate, this condition was the result of cable damage.